Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient reported that she skipped her 6 am dose on (B)(6) 2011 and ate collard greens and butter for dinner on (B)(6) 2011. Patient reports that she was fasting for church from (B)(6). She only ate fruit for 4 days. She did not tell her physician. Patient self tester says that she sometimes milks the finger.